Event description:
We received a report that a male patient experienced dysphotopsia after an intraocular lens (iol) was implanted on (B)(6) 2012. The lens was successfully explanted on (B)(6) 2012 and another iol implanted without an enlarged incision.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A visual inspection of the explanted intraocular lens in our manufacturing facility showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.